Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has power on error. There was no patient involvement reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power on has error 06. There was no patient involvement, and no adverse event was reported. User has done touch screen calibration as they thought it need to done before used every time however machine came with an error 6 after they tried to calibrated as looks touch screen not calibrated correctly. A getinge field service engineer evaluated the unit and found error 6 as per service manual is to calibrate touch screen . Touch screen calibrated and machine worked ok . Advised customer don't calibrate touch screen anymore as this will be done by getinge engineer during pm.